Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was showing an error 2 message. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient was unable to confirm exactly when the meter issue began, but stated it was¿ sometime last week¿. The patient reported that she manages her diabetes using insulin, and denies making any changes to her usual diabetes management regimen. The patient reported that a few minutes after the meter issue began she developed symptoms of ¿passing out¿. The emergency services were called and attended the patient in her home, she was given advice by the emergency services to eat a ¿peanut butter sandwich¿. She did not require to attend the emergency room. There is no evidence of any other treatment given. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. It was noted when the power button was pushed the error 2 message did not occur. The csr walked the reporter through a retest and the control solution test was in range. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.